Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of high out of range shock impedance (130-135 ohms) and high capture thresholds 1.8v @2ms. In clinic lead integrity testing, provocative maneuvers and sync command shock @1j and 41j, revealed normal in range, shock impedance. Normal pacing impedance, and no signal artifact. X-ray imaging did not reveal any abnormalities. The rv lead remains implanted. No adverse patient effects were reported.